Event description:
This is being filed as it was difficult to release the mitraclip from the device during deployment. Although there was no adverse patient effect, difficulty releasing the clip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, it was difficult to release the clip from the clip delivery system (cds) during deployment. The actuator knob was rotated eight times in the counterclockwise direction as per the instructions for use and the knob was pulled out till the release pin slot was visible, but the delivery catheter shaft did not detach from the clip. When the catheter shaft was pulled the clip moved with it. To detach the clip, the physician deflected the system more medially and laterally and rotated the device anteriorly and posteriorly. After 15 minutes, the clip released from the cds. The procedural time was prolonged due to the device difficulty; however, there was no significant clinical impact to the patient; there was no adverse patient effect. Another cds was used to treat the residual degenerative mitral regurgitation (mr) jet. The mr grade was reduced from 4 to less than 1 with the implantation of two clips. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. A review of the complaint handling database identified no non-conformances that would have contributed to the reported event. A query of the complaint-handling database identified no other incidents reported for difficulty deploying the clip from this lot. The reported clip delivery system (cds) device was returned for analysis. The gripper line, lock line and clip were not returned which is consistent with the reported information that the device was used during the procedure and the clip was deployed. Due to the condition of the returned device (no clip returned, coupler unable to be exposed), the reported clip difficult to deploy and unusual movement of the clip could not be replicated in a testing environment. Measurements of the inner components of the device related to deployment were taken and all dimensions met manufacturing specification. This included the thickness of the l-lock tabs and the outer diameter of the coupler. Although the reported difficult to deploy could not be replicated in a testing environment, a proxy threaded stud was threaded onto the distal end of the coupler; no abnormalities or resistance was noted while engaging the proxy threaded stud. After rotating the threaded stud the required 8 times in the counter clockwise direction, the threaded stud detached from the coupler without issue. This suggests that there were no issues with the coupler threads which would have prevented the clip from properly unthreading from the coupler during the procedure. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during cds advancement or during the procedure) or manufacturing anomalies. In review of the reported incident, including the evaluation of the returned device and the manufacturing records, there does not appear to be any indication of a device issue. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device during cds advancement, or user technique (such as not returning the arm positioner to neutral prior to deployment). N this case, because the clip was able to be deployed following troubleshooting maneuvers, in addition to the analysis findings that the coupler was able to be successfully threaded onto a proxy threaded stud, it is likely that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficulty deploying the clip; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported event could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.